Manufacturer narrative:
Patient height reported as approximately 165 cm. (B)(4). Additional product code: hwc. Manufacturing location: (B)(4). Manufacturing date: july 22, 2014. Expiry date: july 01, 2024. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015 the patient was re-fixed with a new plate matching the holes with the previously implanted plate that had broken. Four bi-cortical locking screws were implanted into the mid-fragment. It was reported a variable angle locking compression plate (va-lcp) curved condylar plate was used. The patient continued weight bearing and exercises to keep left knee and hip mobile. It was reported the patient underwent a revision procedure due to the broken plate on (B)(6) 2016. The provided x-rays were reviewed by the manufacturer and it was noted that plate breakage could be confirmed. The patient's previous surgeries with potential product problems and/or adverse events are captured in related complaints: (B)(4).

Manufacturer narrative:
A product development evaluation was completed: no product has been returned; however the complaint information and provided x-rays were reviewed. The reported implant had been placed on top of an already broken va condylar plate with screws through both plates. The technique guides do not describe to use plates in combination. The applied procedure is not promoted or recommended by the manufacturer and is not tested for in its mechanical and clinical application. This is considered off-label use of the product. On previous follow up report, expiration date was inadvertently entered in the other number field; added it to the correct field. It was reported part of the device was removed but part remained in the patient; device not considered explanted. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that part of the implant remains in the patient and only part of it had been removed.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for unknown plate/unknown lot number. Device is unknown and is unknown if implanted or explanted. Unknown if device is/not expected to be returned for manufacturer review/investigation. (B)(6). Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: it was reported that a trauma plate fractured post-operatively. This complaint involves 1 part. This report is 1 of 1 for (B)(4).